Event description:
It was reported when the patient presented for wound check, lead dislodgement was observed. Interrogation revealed a rise in impedance measurement and no capture. Lead repositioning was completed. Normal device functions were noted. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 2017865-2020-01463. New information noted that when the right ventricular lead was being repositioned, the atrial lead dislodged. Both lead were successfully repositioned. Patient was stable post procedure.